Event description:
It was reported that high thresholds were observed as a result of a lead dislodgement. The physician added a new lead for pacing/sensing only. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.